Manufacturer narrative:
A ge rep evaluated the system and was unable to reproduce the reported problem. Replaced the cine drive, hard drive, cine bridge and interconnect cable as precautionary measures. System operates as intended.

Event description:
Customer reported a loss of cine operation and the system intermittently would not boot up. No pt injury was reported.